Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous procedure with no complications. The pt was on bedrest for 2 hours with no complications. The pt was discharged 2 hours later. Later in the night, the pt experienced bleeding at right groin site with a small hematoma developing. The pt went into the emergency room around 10:00pm where manual compression was applied. The pt was admitted into the hospital for further evaluation of the right groin site. The pt was discharged the following day with no further complications.